Event description:
It was reported that during a pci procedure involving a lesion located in the right coronary artery (rca), the stent dislodged from the liberte' monorail stent delivery system. A stent had been placed in the mid rca, and had stenosed prior to this procedure. Predilation was performed using a 1.5x15mm maverick balloon catheter. While attempting trying to cross the proximal lesion at the ostium of rca, the liberte' monorail stent kept catching on the previously placed stent. After numerous attempts to cross the stent, the liberte' monorail stent dislodged from the balloon. The liberte' monorail delivery system was removed, and the physician used a 1.5x15mm maverick balloon catheter to partially deploy the libetere' monorail stent. The procedure was successfully completed by the deployment of the dislodged liberte' monorail stent within the stenosed stent using a 4.0x15mm maverick balloon catheter followed by the deployment of a new 4.5x16mm liberte' stent at the lesion. The physician was pleased with the results, and in his opinion does not feel that this was a product failure. No patient injuries or complications were reported. Patient status is reported as 'okay'.

Manufacturer narrative:
The stent was implanted and the complaint indicated that the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed. The manufacturing records for top assembly batch 8672743 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number.